Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that while asleep the user felt a poke and discovered the infusion set (contact detach, lot 6012677) had been pulled out, after which they performed a prompt site and supply change and resumed insulin delivery; blood glucose reached 240 mg/dl and was out of range for over two hours, and the ilet did not alert. Symptoms included feeling okay without clinical complaints. Outcomes included transient hyperglycemia that resolved after the site change, with no need for outside assistance or medical intervention. Investigation included troubleshooting and user education. Investigation of this case revealed hyperglycemia with an unclear cause associated with an infusion site dislodgement, with no ilet alert reported. It was concluded, based on previously established findings for similar reports, that the cause was undetermined.